Manufacturer narrative:
Section b3: date of death corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that an autopsy was not performed, and the device was not explanted for evaluation. It was communicated that there were no device issues between the patient¿s follow up and when the patient expired. It was communicated that due to patient privacy laws, the managing hospital will not communicate the cause of the patient¿s outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away and the cause was not provided. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The pump was not explanted and would not be returned.